Event description:
Affiliate reports that a programmable valve was implanted in order to treat a hydrocephalus condition. The pt went to the doctors because of confusion and fatigue. The mother of the pt indicates that there is swelling over the surface of the valve. The surgeons took the patient to ER and under local anesthesia, he opened the scalp thinking that perhaps the valve has disconnected from the distal catheter. What he found was that the siphonguard had become separated from the valve body. A new valve was implanted and the pt was discharged the same day. The new valve hadbeen programmed a number of times without any problems.